Event description:
The complainant reported that a patient implanted with an impella 5.5 experienced a hemorrhagic brain bleed. No noted intervention was required for the bleed. The patient's neurology status continued to decline and the patient passed away the following day. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The cusotmer's device was not returned for investigation. The root cause of the stroke/cva was unable to be determined due to insufficient clinical details. The device with passed all post sterile inspection checks.